Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Diabetes educator reported via phone call that the customer had high blood glucose over 600 mg/dl. The customer experienced thirst, tiredness and frequent urination. Current blood glucose reading was 277 mg/dl. The drive support cap is recessed. Customer declined to check for insulin leaks, air bubbles, settings or perform the high pressure test. Customer stated the insulin is not expired and had not had bent cannulas. Customer was advised to change the entire infusion set and reservoir and call back if issue persists.